Event description:
It was reported to boston scientific corporation that a solyx single incision sling was used during a procedure performed on (B)(6) 2010 according to the complainant, the patient experienced pain, erosion of internal bodily tissue, dyspareunia (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.